Event description:
It was reported that the patient had experienced pain since implant. The right ventricular lead exhibited an increase in pacing thresholds. Exit block was suspected. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.